Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure, stent dislodgement occurred. During preparation the 4.0 x 16mm promus element plus mr stent delivery system (sds) was being loaded on to the unspecified guide wire, and it was noted that there was no stent on the sds; the stent was found in the stylet. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary stenting treatment procedure stent dislodgement occurred. During preparation the 4.0 x 16mm promus element plus mr stent delivery system (sds) was being loaded on to the unspecified guide wire, and it was noted that there was no stent on the sds; the stent was found in the stylett. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the stent dislodged from the balloon and was resting on the pigtail mandrel along with the balloon stent protector still in place on the stent. A visual and microscopic examination identified some of the struts on the stent were misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual and microscopic examination found that the hypotube had kinked approximately 890mm distal from the catheter's strain relief. Several smaller kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).